Event description:
It was reported by service report that the footboard does not function. The pins were recessed at the footboard frame connectors. No pt involvement or adverse consequences are reported.